Manufacturer narrative:
The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during a dilatation procedure in the esophagus performed on (B)(6) 2013. According to the complainant, after the dilation procedure was completed with this device, the balloon would not deflate enough to be withdrawn through the endoscope. Extra suction was used, but the balloon could not be completely deflated. Therefore, the balloon was removed from the patient together with the scope. No visible issues were noted to the device. There were no patient complications reported as a result of this event. There were no issues with the patient condition at the conclusion of the procedure.